Event description:
It was reported that during an implant procedure, the left ventricular lead was placed in a large posterior branch, but had high threshold in all pacing configurations and the patient experienced phrenic nerve stimulation. The lead was moved to a smaller branch, but pulled back multiple times when it no longer had the support of the sheath. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.